Manufacturer narrative:
Additional product code: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review - a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Event description:
It was reported that, the patient underwent a revision surgery of total hip, due to the trochanteric femoral nailing advanced (tfna) lag screw cut out. This report is for one (1) tfna fenestrated screw 85mm. This is report 1 of 1 for (B)(4).